Event description:
Pt called from hospital ICU. She was admitted on (B)(6) 2009 for dka. She was not aware of the built-in blood glucose monitor so the history provided by the pt does not include bg measurements. On (B)(6) 2009, she bolused 3 units at 11:51 am and 2:19 pm, 2.5 units at 5:18 pm, and 1.5 at 6:27 pm. The device was deactivated at 7:37 pm due to an occlusion alarm. The time of her admission was not reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka. The pt reported that the device was removed due to an occlusion alarm. An occlusion alarm is a safety feature intended to alert the user to a serious condition. That the alarm was initiated by the device indicates that it was functioning properly. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod guide advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops" and recommends "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. Ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours, blood glucose level has not declined, immediately call your healthcare provider for guidance."